Event description:
It was reported that patient presented with chronic right neck pain and right upper extremity pain. Signs and symptoms consistent with right c6 radiculopathy. She has failed extensive conservative treatment. Imaging studies show concordant displaced cervical disk at the c5 level. On (B)(6) 2006: patient was presented with chief complaint of right arm pain for six months. She has a six month history of right arm pain. Complains of pain in the neck that radiates down to the shoulder and elbow area. She denies pain into hand, but she does complain of bilateral hand numbness in all fingers. She is status post right carpal tunnel release and left dorsal wrist cystectomy. Per dictation, MRI dated (B)(6) 2006 shows fairly well maintained levels of the discs and spinal canal at every level except for the 5/6 level, which demonstrates a broad based posterior to the right paracentral disc protrusion with foraminal stenosis. There is severe right foraminal narrowing. Six views of the cervical spine show osteophytic change at the 5/6 level with foraminal stenosis at the c6 foramen on the oblique without instability from flexion to extension. Assessment: cervical spondylosis, herniated disc c5/6 right, right c6 radicular symptoms. Plan is an emg of the bilateral upper extremities to evaluate for carpal tunnel and peripheral neuropathy as well as a selective nerve root block at the right c6 to see if can calm down the symptoms. If not, she would be a great candidate for an acdf at c5/6. On (B)(6) 2006: patient had right c6 selective nerve injection with steroid and IV sedation. Patient tolerated the procedure well. There were no complications. Patient received complete relief, both in the neck and right upper extremity. This is a positive response for both areas in regard to a right c6 pain generator. On (B)(6) 2006: patient seen in office: questions about upcoming surgery. Patient having surgery ¿ anterior cervical discectomy, fus ion-instrumented (acdf). Patient also needed a flu shot on (B)(6) 2006: patient underwent anterior cervical discectomy and fusion with posterior osteophytectomy at c5-c6, decompression of right c6 root, and anterior plating with danek atlantis plate @ 29 peek cage and bmp. On (B)(6) 2007: patient was admitted when she presented to the ER with hematochezia. She also has multiple chronic medical problems including chronic pain, dvt, copd, reflux, anxiety, and hypertension. She had a colonoscopy on (B)(6) 2007 performed to the distal transverse colon, during which only hemorrhoids were noted. She also had an upper endoscopy done on 03/29/07 which showed an intact prior nissen fundoplication. Biopsies to rule out bile reflux and barrett¿s were still pending at discharge. Biopsy for h. Pylori was negative. CT scan of the abdomen showed multiple diminutive areas of decreased attenuation in the spleen, which were indeterminate and too small to classify. She also had several small nodules of the lower left lung base. Patient was discharge to home on (B)(6) 2007 in stable condition. On (B)(6) 2007: patient was discharged on vicodin. On (B)(6) 2007: patient was seen in office for follow-up after hospitalization. Patient still had flushing and dizzy episodes. On exam of thyroid, there were no nodules, masses, tenderness or enlargement. Gastrointestinal exam of the abdomen: no masses palpable, diffusely tender but more in llq; liver and spleen: no enlargement or nodularity. On (B)(6) 2007: patient was seen for abdominal pain with flushing, dizziness and nausea. Patient has had problems with nausea, dizziness, and flushing. She relates a chronic left flank type of pain for the last ten years. She gets attacks of flushing, dizziness, usually in the evening, not during the day. She has consulted gastroenterology and has had extensive workup done and no etiology has been found. On recent CT scan she had some splenic abnormalities. Assessment plan was to rule out adrenal insuffiency. Ordered am cortisol, acth. Also to recheck thyroid function. On (B)(6) 2010: statement by the patient (note written by patient to physician): patient states: ¿progressive, intense, chronic, unbearable 24-7 pain, high blood pressure, high heart rate,waking up crying, chronic since (B)(6) . Always high blood pressure. Have seen dr.¿s from (B)(6). Blown menopause, can¿t take anything due to protein thrombosis disorder, dvt clotting history, lupus. Did colonoscopy and endoscopy, at follow-up, dr. Asked if had bipolar. Saw urologist for cystocele stage 2, given vesicare, took it for 3 months, trouble holding bladder, pressure-bad, rectum and vagina occasionally. Many tests from approx. (B)(6) 2009. (Note said tests list on back, but not in the record). ER visit (B)(6) 2009? Diagnosed cystocele stage 2 and full blown menopause. Was referred to specialists. Several CT scans, mris, ultrasound on heart valves. A lot of nausea, wake up between 3-5 am. Colon-ischemic colitis-ok sometimes. Symptoms suffered 24-7. Chronic severe pain throughout whole body. High blood pressure. Feel like heart is about to jump out of chest. Right side of body worse. Pain and strong throbbing in the right eye, right top to back head, heart pressure and pain (chest). Right arm, right leg. Left side hurt¿s also as bad all time. Leg¿s feel heavy, tired, no motivation, confusion, disoriented at times, concentration next to impossible. Feel as though going insane. Cry and very emotional. Had an assessment with (B)(6) mental clinic approx. (B)(6) 2009. Have not gone back. Called on (B)(6) 2010 to see if I could commit myself. Other symptoms as follows ¿ irritability always, night and day profuse sweats, no appetite, pain when bend over and lift up head, feel like falling backward, trouble swallowing, choking; 30 year¿s living in misery, depression, anxieties, full blown menopause but most of all, fibromyalgia. It hurts all over to do anything.¿ on (B)(6) 2013: letter to patient. Patient has numbness on the top of her head, temple area down right side of neck numbness and spasms. Frequent falls. Benign neoplasm of cerebral meninges. MRI was done on (B)(6) 2013. Impression of MRI: stable appearance of the 19 x 12 mm partially enhancing mass present in the diploic space of the left lateral occipital bone. Enhancement in the right foramen of luschka is noted probably representing asymmetric and prominent choroid plexus. Nonspecific hyperintensities involving the white matter noted which may relate to migraine headaches. No new abnormalities are present. On (B)(6) 2013: patient presents with complaint of headache. She has constant headache for the past 40 years. Her first MRI of head was in 2004 and at that time she was told that she had a "neningloma". She had a recent MRI of the head and it showed a stable mass in left occipital bone, compared to 2012. Looks like a possible atypical "hemangloma". She also had white matter changes. She has had a history of tingling in her face when she gets stressed or anxious. She was told that she had blood disorder with protein c, she never followed up. She had advt in her right leg in 1993. She is under a great deal of stress. If she is doing dishes or standing, she will have pain in her back, muscle spasms. She is not sleeping well, always tired. No procedures or labs ordered during this visit. Active medication list: fish oil 1000mg capsule 2 oral daily melatonin 5mg capsule 1 oral at bedtime aspirin 81 mg tablet 1 oral daily colace 100mg capsule 1 oral as needed prozac 20mg capsule 1 oral daily combivent respimat 20-100mcg/act aerosol soln 2 puffs inhalation daily isosorbide mononitrate ER 30 mg tablet ER 24 hr 1 oral daily tramadol hcl 50mg tablet 1 oral three times daily clonazepam 0,5mg tablet 1 oral at bedtime pantoprazole sodium 40mg tablet dr 1 oral daily hyoscyamine sulfate ER 0.375mg tablet ER 12hr 1 oral two times daily hydrochlorothiazide 25mg tablet 1 oral daily metoprolol tartrate 25mg tablet 2 oral daily amlodipine besylate 10mg tablet 1 oral daily benazepril hcl 40mg tablet 1 oral daily

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.